Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2011, inratio2: 1.9; (B)(6) 2011, 1.7; (B)(6) 2011, 1.6; (B)(6) 2011, 1.6; (B)(6) 2011, 3.1; (B)(6) 2012, 1.5; (B)(6) 2012, 1.1; (B)(6) 2012, 1.5, lab: 2.5. Venous blood used from syringe for meter test on (B)(6) 2012. Pt self tester.

Manufacturer narrative:
Investigation pending.